Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated at customer site. Power on self-test was performed and alarm f50 was detected. The assignable cause was due to damaged central processing unit (cpu) board. To correct the condition, the cpu pcb assembly was replaced. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have alarm f50. No additional information is available.